Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the potential causes include damage or deterioration of components, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems such as signal loss or open circuits. The most likely cause of this complaint appears to be an expected or random component failure, with no indication of any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that due to peeling of the imaging unit the videoscope displayed poor video image. No patients were involved.